Manufacturer narrative:
(B)(4). The analysis results found that the ecs33a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that during a laparoscopic rectum resection procedure, the anastomosis was partially stapled. Part of the anastomoses was open, not closed. Leakage on the anastomoses. The surgeon made the anastomosis with sutures.

Manufacturer narrative:
(B)(4). Additional information: where within the gap setting scale was the orange indicator prior to firing: ¿> in the middle. What confirmation was received that the device was fully fired: ¿> no click although pushed till the end. What was the shape of the staples (b-formation, irregular, legs straight):¿> half stapled, half open. Did the device cut: ¿> I don¿t know, I think also partially but we cut the head of the stapler out to remove the device. Was the cut line fully circumferential around the target tissue:¿> no. If the device fully cut, were all tissue layers present in both donuts when inspected: unknown. Was the leak able to be controlled during this procedure:¿> too big hole, made a manual anastomosis. Did the post-operative care change based on the leak: ¿> collection in pelvis. What is the current status of the patient:¿> fine, discharged at d20. Could you please clarify the meaning of "discharged at d20": this means that the patient could go home at day 20 after the operation. Everything was fine with the patient at that moment. Was the patient's hospital stay extended: yes, the stay was extended due to this complaint.